Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered several shocks to the patient which led to therapy exhaustion. It was indicated that all shocks were appropriate. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.